Manufacturer narrative:
Approximate age of device ¿ 2 years, 6 months. Section h3: the explanted device was returned for analysis. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's lactate dehydrogenase (ldh) level was rising from 990 u/l to approximately 1400 u/l, and then to approximately 2100 u/l. The patient was started on a heparin infusion and trialed on a flolan infusion. The patient's inr goal was 2 to 2.5. The patient was taking coumadin, and the inr on day of admission was 2.19. It was reported that the patient presented received a pump exchange on (B)(6) 2016 due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The report of thrombus was confirmed. Upon disassembly of the returned pump, a flat, non-laminated thrombus formation was found present on the body of the rotor. The deposition was not adhered to the rotor, but areas of the deposition were hard and denatured, indicating that it was present while the pump was operating. The specific origins of the deposition could not be conclusively determined. Examination of the proximal side of the outlet stator also revealed depositions of non-laminated thrombus situated on one of the stator blades and adjacent to the outlet bearing ball. The depositions had areas of denaturation, but were not adhered to any surface. The areas of denaturation indicate that the depositions were in the device while it was in operating; however, the lack of laminated layering suggests that they did not form in this location and the lack of circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, suggest that they were not present in the outlet stator while the pump was operating. The thrombus formations found in the pump could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.